Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The following are possible batch numbers: batch hjr967, mfg date: unk, exp date: unk; batch hkr834, mfg date: unk, exp date: 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the procedure: (B)(6) 2016; what was the name of the initial procedure: bilateral upper blepharoplasty; was the same surgeon for each of the 4 patients: yes; what tissue was the suture used on: upper lid skin bilateral; what was the condition of the tissue (healthy, weak, diseased): healthy; how was the suture placed, interrupted or continuous: running; what post-operative date did the patient present with symptoms: (B)(6) 2016; what is the surgeon opinion as to the contributing factors to the symptoms: easy suture breakage; what medical intervention was performed for the patient symptoms: incision resutured; what are each patient gender, age, weight, medical/surgical history: (B)(6), gender female; does the patient have any allergies or other conditions: macrodantin and flagyl; what is the current condition of each patient: good, no further complications.

Event description:
It was reported that a patient underwent a bilateral upper blepharoplasty procedure on (B)(6) 2016 and suture was used on the upper lid skin. Post-operative, the patient presented with symptoms on (B)(6) 2016 and returned to the physician because the suture broke and the incision had to be re sutured. The current condition of the patient was reported as good with no further complications.